Event description:
It was reported that the patient was found unresponsive. He was intubated in the ER. The medication being delivered via the device was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.